Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. Visual inspection noted the loading unit displayed was fully applied and the interlock was set. It was noted the distal half of the loading unit was partially disengaged from the instrument. Microscopic inspection noted no damage to the knife blade. Microscopic inspection of the loading unit noted cracks on the surface. Functional testing was precluded due to the loading unit jammed in the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the loading units are unloaded improperly indicated by the distal half of the loading unit being partially disengaged. Replication of the cracks on the surface of the loading unit condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the physician was not able to load a reload unit. A new one was opened and used to complete the procedure. There was no patient injury.